Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed through information provided by technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that the bright white area appearing on the screen, which prevented visualization of the colon, was due to a component failure. The customer contacted olympus technical assistance support (tac) via phone. Tac performed remote troubleshooting and identified that the auto-brightness/self-adjustment function was not operating. The customer was advised to verify that the maj-1933 and maj-1941 communication cables were properly connected, and the issue was resolved through self-troubleshooting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed a bright white area on the screen which is causing the colon to not be able to be seen. The issue occurred during a diagnostic upper endoscopy procedure there were no reports of patient harm.